Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the inferomedial edge of the mesh was lifted and had not incorporated successfully so he tacked it down. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018 during which the surgeon noted extensive scarring the right inguinal canal with external oblique aponeurosis and cord structures densely adherent to the extraperitoneal portion of the mesh which had become completely wadded up in the pre-intraperitoneal location and was densely adherent to the cooper ligament and surround structures. He took over an hour to dissect the mesh from the inguinal floor. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/20/2022.

Manufacturer narrative:
Date sent to the FDA: 6/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.